Event description:
This report is being filed after the subsequent review of the following journal article, ¿outcomes following plate fixation of fractures of both bones of the forearm in adults.¿ (2007) droll, k. P., et al. Journal of bone and joint surgery, incorporated (2007; 89: 2619-2624). This is a retrospective study conducted at 2 different level ¿ I trauma centers between 1990 and 2003 to investigate patient-based functional outcomes and to objectively measure strength following plate fixation of fractures of both bones of the forearm. Thirty three patients, 19 men and 11 women with a mean age of 43.9 years (range 18-73 years) met the inclusion criteria and were included in this study and identified to have a 3.5-mm limited-contact dynamic compression plate implanted. The complication included three patients reported irritation by hardware; the hardware was removed once the fracture had united. Seven patients required delayed split-thickness skin-grafting for wound closure, and two subsequently required revision surgery for cosmetic reasons. Five patients had transient postoperative peripheral nerve palsy which spontaneously resolved. Two patients had a nonunion of an ipsilateral associated fracture; one was in the humerus, and the other was in the scaphoid. Overall there was reduced strength of forearm pronation, forearm supination, wrist flexion, wrist extension, and grip when the injured arm was compared to the noninjured arm. In addition there was significantly reduced active range of forearm supination, forearm pronation, and wrist flexion in the injured arm when compared to the uninjured arm. Three patients reported irritation by hardware; the hardware was removed once the fracture had united. Seven patients required delayed split-thickness skin-grafting for wound closure, and two subsequently required revision surgery for cosmetic reasons. This report 1 of 1 for (B)(4). This report is for an unknown 3.5-mm limited-contact dynamic compression plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown 3.5-mm limited-contact dynamic compression plate/unknown quantity/unknown lot. Refers to 7 patients requiring delayed split-thickness skin-grafting for wound closure, and two subsequently required revision surgery for cosmetic reasons. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.